Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and the device evaluation. The device was evaluated where no abnormalities were found though there were several technical defects such as insulation failure at cover, lens chipped, cover deformed, rubber glue peeled off, switch pinhole, play on angulation control knob / insufficient angulation. These defects were not considered severe enough to cause a potential adverse event and are likely due to wear and tear damage from use over an extended period of time. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, the relation between the event and the device could not be confirmed. Though lower than that standard value, growth was confirmed after reprocessing in accordance with the instructions for use (IFU). This information is addressed in the instructions for use (IFU): "reprocessing manual:1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. " olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Correction to h1 of the initial medwatch. This issue is a malfunction.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing. All channels were sampled and the results were determined to be conforming. The obtained results are in conformance with the requirements. The user facility provided additional information regarding the cleaning, the disinfection and the sterilization processes performed onsite for the endoscopes. The customer uses detergent anios for pre-cleaning and manual cleaning. The customer uses olympus brushes to brush the operating/suction channel, suction piston, operating channel port, balloon channel and the distal end/area around the elevator. The scope is not manually disinfected. For automatic endoscope reprocessing, the customer uses aer soluscope 4 (series 4 pa), along with detergent/disinfectant anios. The scope is stored in a drying cabinet (dry300). Olympus is the customer¿s maintenance company. The scope was not sterilized. The device evaluation is currently in process and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope tested positive for 97 colony forming units (cfus) of enterobacter cloacae during reprocessing. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.